Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/01/2016 that the patient experienced an adverse event on (B)(6) 2016. Patient reported that they got into a car accident due to a low and the paramedics were called. The patient was not wearing the continuous glucose monitor (cgm) at the time of the event, as they were waiting on a new transmitter. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.